Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient was exercising at the time of the shock. Technical services discussed some programming options. The sensing vector has now been changed from the primary vector to the alternate vector. There were no additional adverse patient effects. The system remains implanted.